Manufacturer narrative:
Upon receipt, the lead was found dissected in two fragments. All parts of the lead were returned for analysis. It is assumed that the fragmentation of the originated from the explant procedure. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the distal shock coil occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise and intermittent loss of capture. Should additional information become available this file will be updated.